Manufacturer narrative:
Title: comparison of the continuation and discontinuation of perioperative antiplatelet therapy in laparoscopic surgery for colorectal cancer: a retrospective, multicenter, observational study (ycog 1603). Source: ann gastroenteral surg. 2021;5:67¿74. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study analyzed the effect of continuing antiplatelet therapy in the perioperative period for patients undergoing laparoscopic surgery for colorectal cancer between january 2011 and may 2020. Eighty-nine patients continued antiplatelet therapy, and 125 patients discontinued antiplatelet therapy before surgery. End-to-end anastomosis reconstruction was performed using a laparoscopic stapler. 3 patients had post-operative hemorrhage. The first of the 3 patients was diagnosed with anastomotic leakage on postoperative day (pod) 3. Therefore, the detention of drain was continued. An emergency laparotomy was performed on pod 17 due to increased bloody drainage from drain and shock-vital condition. Intraoperative findings showed intra-abdominal hemorrhage from the bottom of the pelvis. The second patient had bloody stool on pod 7 after starting the meal on pod 5. He was diagnosed with anastomotic hemorrhage by endoscopy, and hemostasis was ablated. The third patient had bloody stool on pod 1 and needed a blood transfusion. The complications resulted to the patients¿ extension of hospital stay.